Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not initially operating on battery power. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device was not initially operating on battery power. The customer informed the rse that following a battery replacement, the device operated as expected. The customer also stated that the battery was installed in (B)(6) 2023 and wanted to know if it was under the 5-year warranty. The rse advised the customer that the battery has a 90-day warranty from when it was purchased. The rse also advised the customer that the 5-year battery replacement interval is a preventative service interval and not warranty. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.